Event description:
It was reported that a vena cava filter post deployment of approximately 3 years, was discovered to have a detached limb. The filter was retrieved successfully; however, the detached limb remains embedded in the ivc wall. Patient status is unknown at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.